Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead had physical damage in the lead body, also noted conductor gap on fluoroscopy but was not near subclavian first rib juncture and exhibited high pacing impedance. The lead was surgically abandoned. No additional adverse patient effects were reported.